Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, the fenestrated bipolar forceps instrument did not close, and they observed a loose screw in the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the screw was still attached to the instrument. No material fell inside of the patient's body during the surgical procedure. No scans/ tests were performed to locate a potential fragment. There are no photographic images of the device available for is review.